Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that the device was inserted into the sheath, the balloon was inflated and the physician pulled back to the first stop. When the physician pulled back towards the second stop the physician experienced resistance as if the balloon had reached the second stop (arteriotomy). The physician opened the side port of the procedural sheath and blood was noted to be present. The physician proceeded carefully pulling the balloon towards the second stop (arteriotomy), but the balloon lost its integrity (lost pressure) and the device pulled through the sheath.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification on the balloon, approximately 7mm from the balloon proximal tip. The review of the lhr (lot f1307801) indicated that the mynx device met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.